Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a npwt, six (6) dressings from three (3) pico 7 15cm x 20cm cartons used in the patient were affected. The pico 7 dressings removed from the skin about one day after they were applied, although the fixation tapes were used, because some of the silicone adhesive removed with the carrier. Cadex was temporary applied every time the issue occurred until the estimated date to change the dressing. Treatment was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. A probable cause may include a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.